Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flow rate: 6.0 ml/hr. Procedure: rotator cuff repair. Cathplace: interscalene. Rn reported that she attached a pump to the patient and when they attempted to deliver a bolus, the button would not engage. They ensured the clamps were open and the rate was set appropriately. The indicator was at the top indicating a full bolus.

Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and evaluation. Results: the device received is currently pending inspection, testing and evaluation. Conclusions: a follow-up report will be filed when the investigation is complete.